Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue, vaginal pain, vaginal bleeding, vaginal shrinking, difficulty with bowel movements and abdominal pain. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Vaginal shrinking. Difficult bowel movements. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.